Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item #01-0406, lot t211680000, epker osteotome 6mm tip straight; item #01-0408, lot t211240000, epker osteo 6mm tip str cv qty 2. Report source¿ foreign: (B)(6). The instruments were not returned for investigation; however, photos were provided. The provided photos confirm the tips of the instruments were chipped. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00577; 0001032347-2021-00594; 0001032347-2022-00039.

Event description:
It was reported during a procedure that when using the device for opening the upper and lower jaws, the tip was chipped. No medical intervention was required.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item #01-0406, lot t211680000, epker osteotome 6mm tip straight; item #01-0408, lot t211240000, epker osteo 6mm tip str cv qty 2. Report source¿ foreign: (B)(6). The instruments were not returned for investigation; however, photos were provided. The provided photos confirm the tips of the instruments were chipped. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00577; 0001032347-2021-00594; 0001032347-2022-00039.

Event description:
It was reported during a procedure that when using the device for opening the upper and lower jaws, the tip was chipped. No medical intervention was required.